Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was attempting to assign the monitor serial number into the remote monitoring network; however, the monitor serial number was assigned to another patient. The patient attempted to reassign the monitor, but was unsuccessful. A new monitor was sent to the patient and the network remains in use. No patient complications have been reported as a result of this event.